Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image is not working during inspection before use for an unspecified procedure involving an ultrasound gastrovideoscope. There was no patient involvement reported.